Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the image was interrupted due to poor contact of electrical contact. The additional findings are as follows: there was damage on the front panel and the top cover was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera control unit had an error e116. The issue occurred during preparation for use. There was no patient harm involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it's likely the intermittent image occurred due to poor contact with the electrical contacts on the scope socket. However, a final root cause of the intermittent image and error code e116 was unable to be identified. Olympus will continue to monitor field performance for this device.